Event description:
It was reported that when inspecting the biopsy driver after the biopsies were completed, they noticed that the cable has exposed wires and at least 2 of the wires are broken. There was no patient consequence reported.